Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post implant follow up, r-wave amp variation and inadequate capture were noted on the right ventricular (rv) lead. The r-wave amp variation and inadequate capture were due to a lack of slack and a dislodgement of the rv lead that was noted during the revision procedure. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.